Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user aide called stating that the anti tipper have broken off, right one broke off first and it was lost in the street in may or june.